Manufacturer narrative:
Review of pump data on (B)(6) 2016 showed that the customer filled the cartridge with more than 300 units on (B)(6) 2016. Recommendation was made to not overfill the cartridge as this can cause inaccurate fill estimate. Review of the other load sequences showed that the customer received accurate fill estimate. Customer was information that the pump appears to be performing as intended. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimate. Reportedly, the customer fills the cartridge with 300 units of insulin, and after delivering 10.2 units of insulin, the insulin gauge remains static for days. At the time of the call, it was unknown how much insulin had been delivered. There was no impact to the customer's blood glucose level. As the customer was on vacation during the time of the call, the customer stated troubleshooting would be unable to be performed until returning from vacation. Recommendation was made by tandem technical support to upload pump data for further review, and troubleshooting.